Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the device's tip. The device was received with a stent protector and product mandrel inserted. The stent protector and mandrel were both removed to facilitate analysis. A pin gauge was inserted during the product analysis which verifies that the stent protector met the inner diameter (ID) specification. A strut on the most distal was raised off the balloon material. This damage is consistent with the stent meeting resistance during the advancement of the device. The stent outer diameter (od) at the undamaged portion of the stent was measured and is within specification as per taxus liberté monorail. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 28x3.00mm taxus¿ liberté¿ coronary drug-eluting stent, the physician noticed that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 28x3.00mm taxus¿ liberté¿ coronary drug-eluting stent, the physician noticed that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.